Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that a component of the jaws was damaged. This could have resulted in frictional resistance during movement of the jaws, causing the trigger handle to not open smoothly. The exact root cause of the event remains unknown. It is possible that the damage resulted from the unit being subjected to high compressive force during the procedure. All disposable grasper assemblies are 100% inspected during the manufacturing process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016.  This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appendectomy- "per scrub tech jesus alvarado: device malfunction. Trigger handle sticks and doesn't open or open smoothly. Opens difficulty." Patient status - patient not affected.